Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment: user facility (voluntary and mandatory) medwatch report number - (B)(4).

Event description:
User facility medwatch report received states, "upon doctors order to inflate the balloon to nominal pressure, the contrast used to fill and visually see the balloon upon inflation, was seen escaping the balloon and going distally in the lad. Doctor ordered the balloon be placed in a negative pressure with the hand deflator. No harm to patient." Additional information received reported that the 2.5 x 15 mm trek balloon was soaked prior to use and prepped per the instructions for use. The trek was advanced without resistance to the target lesion, however, the balloon ruptured at 8 atmospheres due to a previously implanted stent and calcification. A nc trek balloon was used to continue with pre-dilatation and unspecified drug eluting stent was implanted successfully. The patient was discharged. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.